Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter would not power on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began about 2 weeks prior to contacting lfs. It is not known how the patient manages his diabetes or if he made any changes to his usual diabetes management routine in response to the alleged issue. The patient reported developing symptoms of ¿shaking, irritability, low blood sugar and high blood sugar¿ an unknown time after the alleged power issue began. It is not known, what medical treatment, if any, the patient received in response to the onset of the reported symptoms. At the time of troubleshooting, the csr confirmed that the patient was unable to turn the meter on manually or with a test strip. The csr noted that the correct test strips were being used for testing. There was no indication of misuse. The csr documented that the battery needed replacing and educated the patient on battery replacement. The alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of suggestive of a serious injury after the alleged meter issue began.